Event description:
The product was used during a lavh procedure. Reportedly, the instrument did not cut. The hosp has reported no pt injury occurred.

Manufacturer narrative:
12/15/1997-supplemental report #1 submitted to FDA.